Event description:
It was reported to the manufacturer that the vns pt's generator was replaced due to an unk reason. Follow-up revealed that the replacement was for generator's end of service condition. It is unk how the end of service condition was diagnosed. A battery life calculation was performed on the pt's device that showed approx 4 years till end of service. Good faith attempts to obtain additional info regarding the reported event and the explanted generator for product analysis have been unsuccessful to date.